Event description:
It was reported that the target lesion was located in the subclavian artery. After one inflation with the viatrac balloon at an unspecified pressure, the device was retracted. During retraction through the luer part of the 6f non-abbott sheath, resistance was encountered and the shaft became stretched. The device was able to be withdrawn. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft stretching was able to be confirmed however the resistance with the introducer sheath was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.